Event description:
It was reported that the target lesion was the proximal lad. Thrombosis was suctioned and ivus was performed. After direct stenting with a vision stent, a dissection occured and a balloon catheter was then used. When the guide wire was removed from the pt, slow flow of contrast occured. A guide wire was re-engaged and another stent was implanted in the proximal-mid lad. The stent delivery (sds) was engaged to post-dilate between the two stents. There was still hematoma between the stents, but slow flow disappeared, so the procedure was completed.